Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 125, 196, 260, 116 and 171mg/dl. The customer¿s expected am fasting blood glucose test result range is 105-110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting (post lunch) and produced test results of 135mg/dl and 149mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/15/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-062- user had poor technique note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.